Event description:
It was reported that the patient presented in clinic for follow-up on an unknown date. Upon device interrogation the right ventricular (rv) lead exhibited high capture thresholds and noise. During lead revision procedure, fracture was noted on the lead. The lead was capped and replaced on (B)(6) 2022. There were no consequences to the patient.